Manufacturer narrative:
The architect i1000sr, serial # (B)(6) was evaluated. It was determined that cleaning the wash cup, body resolved the issue. Return testing was not completed as returns were not available. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results for the customer reported event. A review of tracking and trending did not identify a trend for the wash cup, body or the architect system with regards to the customer reported event. A review of the manufacturing documentation did not identify any related non-conformances or potential non-conformances for the wash cup, body. Labeling was reviewed and was found to address the customer reported event. Based on the available information, no systemic issue or deficiency was identified.

Event description:
The customer reported falsely elevated architect stat troponin-I and provided the following data for two (2) samples that occurred on (B)(6) 2024: customer reference range: < 0.03 ng/ml; critical = 0.3 ng/ml. Sample ID (B)(6) initial result was 0.413, repeat result was < 0.03, repeated on another instrument was < 0.03. Sample ID (B)(6) initial result was 1.008, repeat result was < 0.03 there was no reported impact to patient management.

Event description:
The customer reported falsely elevated architect stat troponin-I and provided the following data for two (2) samples that occurred on (B)(6) 2024: customer reference range: < 0.03 ng/ml; critical = 0.3 ng/ml sample ID (B)(6)initial result was 0.413, repeat result was < 0.03, repeated on another instrument was < 0.03 sample ID (B)(6)initial result was 1.008, repeat result was < 0.03 there was no reported impact to patient management.

Manufacturer narrative:
A1 - patient identifier: complete list of sample ID's are (B)(6) an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.